Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pleural effusion. During follow up a chest x-ray revealed the atrial lead had dislodged. A pericardiocenteses was performed and the lead was repositioned successfully. The patient was stable through out the procedure.